Event description:
The customer reported a cartridge alarm 20. There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.